Manufacturer narrative:
Investigation under is ongoing. Eval results: results - (other): visual inspection of the lens showed evidence of surgical residue. One haptic was torn off missing and the cartridge was not returned.

Event description:
A silicone lens model aa4204vf was torn while advancing. The lens was not implanted, and there was no pt injury. The facility stated it is unk if a product malfunction occurred. An mtc60c cartridge was used and the lot number is unk. The model and lot number for the injector is also unk.